Manufacturer narrative:
(B)(4). Batch # p5857v. Day unknown. Only month and year (february 2018) is known. Device evaluation: the analysis showed that the ats45 device was received with no apparent damage and with four reloads. The reloads (b - 6r45b and d - tr45w) were received fully fired and with no apparent damage. The reload (c - 6r45b) was received partially fired 1/3 and with the lockout spring damaged. The reload (e - tr45w) was received fully loaded and with no apparent damaged. The returned device was tested for functionality with the returned reload (e) and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. If a reload is not loaded, or is improperly loaded in the reload jaw, the anvil jaw will not close. If high resistance is felt when squeezing the closing trigger, check to ensure that the reload is present and the reload alignment tab is seated in the reload alignment notch. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify how ¿a vascular tear occurred¿? Unknown. On which firing did the event occur? Unknown. Did the device deliver any staples? Unknown. If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? Unknown. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Unknown. If yes, did the jaws eventually open? Unknown. How was the procedure completed? Used another device. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? No. [(B)(4).pdf].